Manufacturer narrative:
(B)(4). Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). During intra-operative, when the customer turned on the switch of this product in surgery, the rotational speed control button was broken and it can not be stopped. Switch was broken the customer took out the battery from product to stop, and changed product. Purchase date, (B)(6) 2015.